Event description:
The customer reported being in the intensive care unit for several days with high glucose and vomiting. The customer's blood glucose reading at time of her admission was 700mg/dl, and then it dropped to 300mg/dl after she was treated with an insulin drip. The customer stated that the cannula was bent over forty five degrees upon removal the infusion set. The customer stated that after changing the infusion set her blood glucose was normal. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.